Manufacturer narrative:
The investigation into the reported delivery issue and bleeding has been completed since the original report was filed. The root cause of the the delivery issue and is because of patient condition. Since the right axillary vessel deemed not optimal for graft, the doctor has to use the left axillary for insertion. Even through the left axillary, because of smaller anatomy the CT surgeon had difficulty advancing the impella. Hence, the root cause is patient condition. The root cause of access sit bleeding was determined to be patient condition because of diseases/small vessels.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 22-year-old female was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that difficulty was encountered while attempting to implant an impella 5.5 pump for patient support. Due to the smaller anatomy of the patient, resistance was met when advancing the impella for delivery. This subsequently led to some bleeding for which the patient was given a unit of packed red blood cells (prbc). The pump was implanted successfully and support was initiated.